Event description:
It was reported the pt felt the lower incision site was getting warm. Applying cold compress to the incision site resolved the warming sensation. The pt also noted shocking sensation on her hands when she touched products or the grocery cart. Diagnostic displayed normal device functionality and impedances. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.